Manufacturer narrative:
Device investigation summary ¿ one matneu scr ø1.5 self-drill l4 tan was returned to us for investigation. The received condition is described as following: received the screw head without the shaft which became disjointed. The visual inspection has shown that the recess does show slight marks of use but otherwise does not show damages which prevent the insertion of a screwdriver. The shaft was not returned and has ripped off the middle section of the screw head. Root cause could not be defined exactly. It is likely that too much force was applied in a twisting direction could have led to this breakage. As the shaft was not returned, no measurements could be taken. No manufacturing related failure was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: surgery being performed was a planned revision surgery.

Manufacturer narrative:
(B)(4). Implanted in (B)(6) 2013; exact implant date unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 17.apr.2013 expiry date: 01.apr.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tomofix was applied to the patient's medial condyle of tibia that had developed osteoarthritis in (B)(6) 2013. The surgery was held on (B)(6) 2015 to remove the plate. During a procedure, the head of the screw broke off when the surgeon tried to remove the screw from hole-d of the plate. However, the screw was successfully removed as the surgeon was still able to hold the thread of the screw with a pair of plier that was slightly coming out from the plate. The surgery was completed without a surgical delay. No adverse consequences were reported. The surgeon found that the cortical bone had a hinge fracture during the surgery. This is report 1 of 1 for (B)(4).